Event description:
It was reported that the customer experienced elevated blood glucose levels. Reportedly, the luer lock was loose.

Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted.